Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomolies were found.

Event description:
It was reported that the device had erosion and was sticking out of the pocket. The device was explanted. No patient complications have been reported as a result of this event.